Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 160 mg/dl. The drive support cap is protruded. Caller stated that her daughter was in a car accident; someone hit her. The accident was unrelated to insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. The device was also received in with rattling vibration due to vibrator motor adhesive not adhering. Missing end cap sticker, missing back address/serial number label, cracked case, cracked battery tube threads and scratched lcd window also noted.